Event description:
It was reported that the pump miscalculated boluses. Reportedly, the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Customer consumed carbohydrates to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.